Manufacturer narrative:
The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information¿

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter for 42hknl. The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter 42harn. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.